Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, resulting in increased mitral regurgitation requiring intervention. It was reported that the patient with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The mitraclip was difficult to implant due to poor imaging related to a rotated heart; however, the clip was successfully implanted on the anterior 2/posterior 2 (a2/p2) segments of the leaflets. Mitral regurgitation (mr) was reduced from grade 3+ to trace to 1. Two days post procedure, a transesophageal echocardiogram (tee) was performed and a single leaflet device attachment was noted (the deployed clip had detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet). Mr was 3+. A second mitraclip procedure was performed on (B)(6) 2015. Two mitraclips were implanted and the mr was reduced to trace to mild. The patient is recovering. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology and user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. (B)(4).